Manufacturer narrative:
Section h11, additional mfg narrative on of the initial medwatch report indicates: "stryker performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. Stryker replaced two end-of-life batteries as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer." Section h11, additional mfg narrative on of the initial medwatch report should indicate: "stryker performed an initial evaluation of the customer¿s device and the reported issue was able to be verified and unable to duplicated. Stryker replaced two end-of-life batteries as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue could not be determined."

Event description:
A customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. Stryker replaced two end-of-life batteries as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.